Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. In an unspecified amount of time after cataract surgery, the patient underwent a secondary ocular procedure. Retinal detachment surgery was performed in 2010. The healthcare facility reports that opacification was observed on (B)(6) 2015. The patient's vision was impaired by the development of opacification and on (B)(6) 2015 the opacified lens was explanted and exchanged. The type of retinal detachment surgery performed (e.g. Vitrectomy, scleral buckling or pneumatic retinopexy) is not known; however, retinal detachment procedures have been associated with iol opacification/calcification in published literature. Additional information, including a detailed patient medical history, has been requested from the healthcare facility in order to facilitate further investigation of this report. Device not returned.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred following implantation of an unspecified rayner iol model. The healthcare facility reports "patient previously had cataract surgery with intraocular lens. Patient underwent retinal detachment surgery 2010 and the found to have iol opacification on (B)(6) 2015".